Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device, using the pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the tavi procedure was completed; however, the upsized sheath was advanced in a wrong vessel. As a result of advancing the sheath to the wrong vessel a cut-down was performed and hemostasis was achieved by surgical suturing. There was no reported issue with the successfully placed sutures of the two additional proglides. The physician opted for surgical suturing and the knots of the sutures were never advanced in an attempt to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.